Manufacturer narrative:
Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked end cap noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the dome label came off during prime. Customer's blood glucose was 16.6 mmol/l. Customer agreed to return the device for analysis.